Manufacturer narrative:
(B)(6).

Event description:
It was alleged the ambient super turbovac 90 wand did not work. The procedure was completed using a competitive device. There have been no reported patient complications.